Event description:
The co received a report that the patient was re-admitted to the hospital with a diagnosis of endometritis. This was subsequent to a thermal ablation procedure. The patient had an elevated temperature and a decreased white cell count. The surgeon feels that the endometritis was caused by a previous infection of which they were unaware. Antibiotics were administered. During the procedure, the surgeon performed a 12-minute heat treatment instead of an 8-minute heat treatment as indicated in the product insert.